Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the patient experienced pain, non-auditory stimulation and poor performance from activation. It was also reported that tip foldover and open circuits were noted. The patient has a history of difficult insertion, partial insertion and kinked electrode during surgery. Re-programming attempts were unsuccessful in alleviating the issue. A CT scan indicates multiple electrodes in the middle ear cavity. The device was explanted on (B)(6) 2025, and it is unknown if there are plans to re-implant the patient as of the date of this report